Manufacturer narrative:
(B)(4).

Event description:
The device was explanted due to crt-d system revision. New lead would not fit in the device. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis was normal no anomalies were noted. The reported event of a connection anomaly could not be confirmed. All leads were able to be inserted and secured normally during testing in the laboratory. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.